Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
Physician opened the product in a sterile field, attached the guide-catheter (envoy 6f guiding catheters, 6f .070 mpd envoy 90cm) to the constant flow and noticed a leak at the connection point, however, even when tightened this persisted; the leak was not from the connection but the point where the connection meets the guide catheter. The product was stored as per the labeling instructions for packing. There was no interior or exterior damage to the product or packaging, and no damage removing device from the packet. No sharp objects were used on the device. The catheter was not twisted. The target site was the carotid artery. No additional info about the product or complaint.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.